Event description:
It was discovered through testing that a pump powering off without user input. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluate the device. The symptom powers off without user input was confirmed and reproduced. It was caused by a seized motor that was excessively drawing current. As a result, the motor was replaced.